Manufacturer narrative:
Device manufacture date: the lot was manufactured from february 10, 2023 to february 14, 2023. The actual device was received for evaluation. A visual inspection, with the naked eye, did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. The sample was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused. The expected therapy time was 46 hours; however, after approximately a day of therapy, the device was found to be completed empty. This was discovered during patient use. The device was filled with cytostatic medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.